Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) was unable to be interrogated with several programmers prior to removal from the packaging. The device was not used. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the product was performed. Visual and x-ray inspection did not identify any anomalies. The clinical observation that the device could not be interrogated was confirmed. The device casing was opened and the measured battery voltage (.469 volts) was lower than expected. An external power supply was connected to the device and the electrical current was monitored. During the monitoring process a higher than normal current drain was observed. Electrical testing and analysis of the internal components were then conducted, which isolated the high current condition to an anomaly on one of the component layers (gate oxide) within the device¿s integrated circuit. This anomaly causes a high current drain, which over time results in premature battery depletion.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.